Event description:
It was reported that the patient experienced a return of symptoms and felt a vibration. The report indicated that the physician imaged the pump and catheter and it looked like the catheter was kinked. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.